Event description:
It was reported that a home patient (hp) had an increased intra-peritoneal volume (iipv) symptoms during dwell one on a homechoice (hc) device. The care giver (cg) reported that the hp had a partial fill in the previous therapy and the initial drain alarm was set to 0ml. When the hp started a new therapy, the hc device drained 60ml, and then started the fill. The technical service representative (tsr) assisted the cg in performing a manual drain of 4310ml. The tsr checked the programming and the fill volume was 2500 ml. The tsr assisted the hp with bypass into fill two to resume therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.